Event description:
Ivac, 10300 campus point dr, san diego, ca 92121. The hosp reported that the spike's on the administration sets are too long causing puncturing of the tpn bags. The spike design conforms with the iso standard for spikes, which includes as specification for the length of the spike. The hosp reported that they had used a different spike previously without any difficulty. They also reported that the problem may be with the tpn bag port being too short. Co does not make any frequency or severity statements in their labeling. It is suspected that the change in the set usage at the hosp caused difficulty in using the universal spike as it is different than their previous spike. It was recommended to the hosp, the reduce the occurrence of the spike's puncturing the bags, that the healthcare provider hold the bag horizontal during spiking with the spike angled in the same manner.